Event description:
In 2003, this pt was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. In 2009, a reintervention occurred to coil embolize a type ii endoleak. No aneurysm enlargement was noted. Access was gained in the left common iliac artery. Intra-operatively, it was observed a pseudoaneurysm had developed on the left lateral side within the aorta. It was presumably due to a tear in the intima caused by the guidewire access. The left hypogastric was coil embolized and an iliac extender component was placed distally extending the left external iliac artery. The type ii endoleak and pseudoaneurysm were resolved. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Type ii endoleak required coil embolization.